Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.